Manufacturer narrative:
The customer indicated the use of a non-qualified cartridge and viscoelastic. A handpiece was indicated, which is qualified for this lens with qualified lens/cartridge/viscoelastic combinations. The root cause is most likely related to a failure to follow the IFU (instructions for use). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iols (intra ocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the lens was scratched. There was patient contact. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).